Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through an accepted journal manuscript, that this lead was removed due to an infection. No other adverse patient effects were reported and no return of product is expected.